Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the pulsavac plus unit had significant battery leakage and caused deformation to the battery case. There was no report of injury or medical intervention associated with the incident.